Manufacturer narrative:
Other relevant device(s) are: micra, mc1vr01-delsys/ expiration date: 14-apr-2020 / serial#: (B)(4). Device available for eval: no. Dev rtn to MFR? No. Mfg date: 16-oct-2018. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), torsion of the tether occurred between the recapture cone and the device while the tether was being cut and removed. The torsion of the tether caused the tines of the device to dislodge. It was noted that deployment had already been attempted multiple times and as the patient was high-risk, the decision was made to not continue with the deployment. The leadless ipg was not used and a transvenous system was implanted. No patient complications have been reported as a result of this event.